Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. The device was powered up and alarmed ec 1720, which is an issue with the back-up capacitor. The capacitor was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced error code 1720. This product problem was observed during testing.